Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned sensor was evaluated. During inspection, the sensor passed software testing and visual analysis. The sensor failed continuity testing due to multiple broken traces within the rd-15 connector which resulted in open connections. During testing, the sensor was not able to generate audible and visual alarms, and an error message indicating "sensor off patient." Displayed. Sensor led did not illuminates., corrected data: model# updated from "4050" to "4050-9".

Manufacturer narrative:
The device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported faux contact/bad contact when touching the sensor's cable. Intermittent readings were also reported. No patient impact or consequences were reported.